Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver prompting to "start sensor" upon completion of warm-up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and no issues were found. Receiver functional tester: passed all relevant testing. The reported event of the receiver prompting to "start sensor" upon completion of warmup was not confirmed via product. A probable cause could not be determined via product.